Event description:
10/23/2005, ER staff treating a critical condition patient. A .9 ns with a piggyback of antibiotic solution on a and .9 ns on channel at 100ml/hour. Constant alarm on channel b with "failure." The device shut down on channel b and then the line was removed from the channel and the medication was freeflowing. Unknown if due to slide clamp being left open. Changed the infusion to channel c and finsihed the treatment; the patient fully recovered. Vtbi unknown.